Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Endoanchors were being deployed in another manufacturer's stent graft 28mm within a revision aaa case to resolve a type 1a endoleak. No anatomical challenges, calcium or thrombus were noted in the area of deployment. Six endoanchors were deployed without incident. When deploying the 7th endoanchor, the doctor deployed it without adequately positioning the applier against the graft/aorta wall. The aptus representative recommended the doctor utilize a snare but made the decision to not make an attempt to retrieve it. Another manufacturer's stent was deployed at the conclusion of endoanchoring which excluded the mis-deployed endoanchor. The patient is in stable condition and no adverse patient event occurred. The endoleak was resolved at the conclusion of the case.